Event description:
Additional information was received indicating that the patient had their device removed in (B)(6) 2012 due to an allergic reaction. The allergy test that was sent to the dermatologist showed that the patient was allergic to phenylenediamine, imadazolidinyl, urea ethylenediamine, dihydrochloride, and formaldehyde. The symptoms at the time were welts and a lupus like blister rash/reaction. Within two weeks after explant the rash was completely gone and no permanent issues were reported.

Event description:
It was reported that an implantable neurostimulator (ins) caused an allergic reaction and had to be explanted. It was reported that after implant a painful, itchy rash on the face, arms, and legs, but not the trunk, appeared and persisted. It was described as a 'lupus rash.' A lupus panel was run twice with negative outcomes both times. The patient tested positive on four items in the allergy test kit. It was reported that the patient felt, 'the stimulator hasn't worked as well as she was hoping.' The ins was scheduled to be removed.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).